Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker displayed safety mode. Technical services (ts) recommended device replacement. This pacemaker remains in service at this time. No adverse patient effects were reported.